Event description:
It was reported that when the sales rep visited the account the physician mentioned that a patient had collapsed and died after a procedure where an angio-seal device had been deployed. However, the physician stated that the angio-seal device should not be implicated in any way as the cause of the death. No additional information was available.